Event description:
An irrigating bipolar cord from the harvest set would not plug into the unit. The cord plug just kept falling out of the holes, despite being inserted all the way. Another cord was added. It fit into the socket, but not tightly. The fit was adequate to hold the plugs in place without intervention.